Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of thumb ring was broken. Has event been updated based on additional information received on august 01, 2023.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2023 during the procedure, the thumb ring broke in an attempt to crush a stone. The procedure was completed with an original device. There were no patient complications as a result of this event. Additional information received on august 01, 2023 there was a stone inside the basket when the thumb ring was broken. The stone was crushed before the thumb ring broke and was removed from the basket by opening it with the broken thumb ring.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2023. During the procedure, the thumb ring broke. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of thumb ring was broken.